Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was visually inspected and particulate matter was observed. The reported condition was verified. The direct cause of the reported issue could not be determined, however, it was reported that the customer used a needle gauge that is larger than the acceptable range. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in an intravia empty container. The reporter described the particulate matter as "clear small pieces of plastic in the bag." This was noted after filling using a 16-18 gauge non-baxter needle. There was no patient involvement. No additional information is available.